Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump.additional text: in low svc-repositioned.specific component(s) involved: inflow graft malfunction/malposition.additional text: repostioned.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions, specify.other intervention : repostioned.implant device type: both (in the same or visit).malfunction device type: rvad.date of onset: (B)(6) 2010.surgical procedure required: no.device explant: no.did the dm ae cause patients death: no.